Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance by guiding the customer to reset the pump. After resetting, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.